Manufacturer narrative:
Previous admission for infection is addressed under MFR # 2916596-2021-02337. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the report of bleeding could not conclusively be determined. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 after presenting to the clinic with a fever of 100. The patient was noted to be diaphoretic. The patient had an ongoing driveline and pump pocket infection. The patient was recently sent home on intravenous (IV) antibiotics. There was also a bleeding open sore noted that was suspicious for tracking with the driveline exit site infection. The abscess culture was positive for the same infectious organism as the patient's previous driveline infection. Patient was discharged home with ongoing IV merrem with no plans to switch antibiotics. No surgical intervention was performed.